Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's glucose reached 19 mmol/l (342 mg/dl) while wearing the pod for less than an hour on the leg. The patient was unsure if the cannula was properly inserted into the skin. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.